Event description:
Athe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP/ bipap device's sound abatement foam. The patient has alleged to dizziness and throat irritation. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-17596. This report was submitted as a duplicate report of the previously submitted report.